Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Field service engineer (fse) has reviewed site system logs with a procedure date of (B)(6) 2020. No related system alarms were found to have occurred during treatment. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that a severely cirrhotic patient who was non responsive before, during and after treatment triggered a blood leak alarm during a dialysis treatment on two different tablo systems. The first blood loss was estimated to be approximately 200-225 ml and the second blood loss was estimated to be approximately 200-225 ml, with a total blood loss of approximately 400-450 ml . The treatment was terminated for the day. No other unit used. Patient's vitals were stable; however, the patient was not expected to live even before dialysis treatment with tablo. It is not believed that the tablo device caused the event; rather, the treating physician attributed the event to the patient's pre-existing conditions.